Event description:
The patient transferred doctors and his device was evaluated for the first time by the doctor. The impedance measurements were greater than 2,000 ohms on some of the unipolar pairs: case, 1, 2 and 3. C-0 was 559 ohms at 31ua. The therapy impedance was 559 ohms at 31ua. The ins voltage read 3.89 v. The readings came before the electrode impedance but was similar after. All the reading were kind of "funky" which was why an impedance check was done. It was unknown what the readings have been in the past. He was having good clinical effect, so everything was left alone.

Manufacturer narrative:
Extension model 748295, serial# (B)(4), implanted: 2005-(B)(6), lead model 3389-40, lot# j0537727v, implanted: 2005-(B)(6), (B)(4).